Event description:
The preassembled part of the hypodermic needle hub by the safety cap came apart during administration of the medication being injected, causing the medication to squirt out and disconnect during administration.